Event description:
A pump alarm labeled as alarm 20 was reported during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support educated the customer on the correct cartridge removal process and helped with loading a new cartridge. However, the issue persisted, so the pump was set to be replaced under warranty. The customer agreed to use multiple daily injections as a backup insulin delivery method. Additionally, the customer was guided on putting the pump into storage mode and instructed to return it using a pre-paid label within 10 days.